Manufacturer narrative:
As stated by the instructions for use, error 2 is signaled by the pump in case of irregularity in the security system, while error 5 in case of irregularity in the pusher advancement. The service verified the err 2 timeout, without finding any malfunction related to this error, while it has been found out that the error 5 is due to a motor failure. For this reason the service proceeded with its replacement, along with the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "err 5, err2."